Event description:
Diagnosis: left hip garden IV transcervical fracture. At the close of the operation, the pt's heart rate dropped and blood pressure dropped. The pt went into electromechanical dissociation and CPR was begun. Pt expired. Autopsy report revealed embolus from the cement product.